Event description:
It was reported that during use of the right ventricular (rv) lead, a patient representative indicated "last wednesday the defib (lead) is disconnected at the clinic, and they said that they turned off the audible alerts. The cardiac resynchronization therapy defibrillator (crt-d) is now humming with low to high tones, four times and then it was stopped. Yesterday another alert sounded. A louder beeping happened and now it happened about half hour ago with the high low tone, and was recorded by the caregiver and played two times yesterday and two times today." Additionally, the patient representative believes high/low patient alert tone sounding approximately every four to six hours and mentioned that the clinic assured that the crt-d was deactivated and patient alert tones had been silenced since patient is in hospice. Based upon the reported alert tones cadence there is a right ventricular (rv) lead integrity issue. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: (B)(6) 2016 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.